Event description:
A report was received that a memorylens was implanted in 2001 in the right eye of a pt who had a medical history of early macular degeneration. The cornea was clear following implant, with 2+ cells, some inflammation; visual acuity at one day post-op was 20/60. Eight days later, the pt presented with a cloudy cornea and vitritis; the dr reported there was an: "aqueous flare unusual in amount. He had a clear cornea the first day post-op with 2+ cell; it developed into corneal edema with very significant aqueous flare and rare cell, then vitritis. Severe conjunctival infection." An aqueous culture was performed; came back with no growth. A culture was performed on the explanted lens; came back with no growth. The lens was subsequently explanted the following day; a vitrectomy was performed at that time, and the lens was replaced with another product. The pt's visual acuity at exam 5 days later was 20/200 with corneal edema. The dr's prognosis for the pt was "fair - the corneal edema was clearing and the pt reports no pain." In a follow-up report, the dr stated that the pt had been examined 9 days later, and at that time, the visual acuity was 20/400, near vision 20/200. There was still corneal edema present in the right eye, and ciloxan was continued.